Event description:
This lead was explanted and replaced due to loss of sensing, loss of capture and high thresholds. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over rotation. Furthermore cuttings in the insulation and damages of the silicone sealing of the is-1 connector pin were found. These damages occured most likely during the explantation procedure. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the inner coil was found deformed. No sign of a material or manufacturing problem was present.